Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer¿s blood glucose value was in the 200s mg/dl. Reportedly, the customer was able to resolve the issue.